Manufacturer narrative:
(B)(4) initial report. Additional information, including patient medical history, post primary and pre revision x-rays and the explants have been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided and the relevant device manufacturing records have been retrieved and reviewed, it was found that the parts associated with these records conformed to material and dimensional specification when manufactured.

Event description:
Trinity revision due to dislocation. The surgeon replaced the trinity modular head and implanted a new walled trinity liner in a different orientation.

Manufacturer narrative:
(B)(4). Please note: this MDR was originally filed on 06 may 2016 to an esubmissions test account. Additional information, including the explants and post primary and pre-revision x-rays were requested, however, these were not provided, therefore, there was limited information available for the investigation. Device manufacturing records were reviewed and it was confirmed that the parts were manufactured to the correct specification at the time of manufacture.

Event description:
Trinity revision due to dislocation. The surgeon replaced the trinity modular head and implanted a new walled trinity liner in a different orientation.